Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the severely tortuous and moderately calcified distal right coronary artery. A 2.50 x 32 synergy stent was advanced and successfully implanted. However, during post-dilatation using the delivery balloon at 14 atmospheres, the balloon ruptured. The device was completely removed and the procedure was completed with a different device. No patient complications were reported.